Manufacturer narrative:
The medium-large clip applier has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip occasionally was falling out when inserting the clip applier, and it appeared to happen as it passed through the cannula seal. The technical support engineer (tse) advised the customer to verify that the clip was properly secured, and to insert the instrument with the jaws slightly closed, just enough for the tips to touch, but without fully closing the jaws. If the issue reoccurred, the tse advised the customer to replace the cannula seal and observe whether the problem persisted. The issue occurred with the medium-large clip applier. The clip/fragment fell inside of the patient¿s anatomy and was retrieved during the same procedure. The user completed the procedure, and no known impact or patient consequence was reported.